Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2023 and reported receiving good pain relief for approximately one month after activation of the system. After one month, the patient reported communication issues between the implantable pulse generator (ipg) and the external therapy discs. Troubleshooting and reprogramming were attempted without success. Imaging showed no lead migration, however ipg position was not shown. Further testing found impedance issues. Patient's insurance authorized replacement of the ipg only. On (B)(6) 2024 a surgical intervention was performed to replace the ipg. During the procedure, the tails of the leads and the new ipg were damaged while attempting to connect the ipg to the existing implanted leads. The insurance authorization did not include replacement of the leads, thus the physician was forced to close the procedure with the existing damaged components in place, rendering the system unusable.

Manufacturer narrative:
Coinciding with the start of communication issues, the patient moved residence from oklahoma to texas. There are no reports of external trauma, however there is a potential that strenuous activities associated with a change in residence may have contributed to some slight migration of the ipg and thus reduced communication. There is no indication that the components were defective or malfunctioned. It is likely that the damage was directly related to handling during the procedure